Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) unit shut down while transporting the patient to another section of the hospital. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)/ suspect device originally distributed as cs100, upgraded to cs300 using conversion kit. UDI information provided for original model/catalog, as per product labeling. No UDI is provided as product was discontinued prior to gudid implementation timeline.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and found the batteries would not last the full amount of time. The fse replaced the batteries and performed a pm, full calibrations, and tested the unit. The product passed all functional/safety testing. Returned the unit to the customer.